Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: UDI: (B)(4). Added: b4, b5, b6, b7, d4(expiration date), d5, d6, and h6(patient and device). H6 patient code: no code available (3191) used to capture the device revision or replacement and blood heavy metal increased.

Event description:
Unf and medical records received. After review of medical records, patient was revised to address left hip adverse reaction to metal debris with pain. Patient alleges some periodic clicking and popping in the hip and groin pain. Metal ions were ordered which demonstrated a cobalt of 153 and a chromium of 72. She subsequently underwent a mars MRI in (B)(6) 2019 which demonstrated several pseudotumors in the posterior aspect of the hip. CT imaging also obtained and demonstrated ischial as well as posterior and superior acetabular osteolysis. Plain films demonstrated a depuy s-rom femoral component and a pinnacle cup, both of which were well fixed with the acetabular component placed slightly more vertical than desired. Given that the patient had a significant amount of cobalt and chromium, it was determined the patient had an adverse reaction to metal debris from her previously placed metal-on-metal bearing. Operative notes stated upon entering the deep tissues of the hip, a very dark and dusky appearance of the short external rotators and posterior capsule significant to metallosis. Posterior dissection will be made to access the hip joint. This was done with electrocautery, taking down the scarred short external rotators and capsule and performing t capsulotomy. The femoral component taper and noted that there was not any damage to the femoral taper and no trunnionosis/metalosis present.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent total hip arthroplasty on the left hip several years ago. A depuy srom stem and pinnacle cup along with an ultamet metal on metal bearing was implanted in the patient. Patient complained of pain and it was determined that a revision was needed. Patient underwent revision total hip surgery on (B)(6) 2019 at (B)(6). Upon opening of the fascia, brownish tissue was observed. A pseudo tumor was observed. Head was removed and a mild amount of black "corrosion" could be seen around the inside of the 36 mm head and on the trunion, but not a trememdous amount to be concerned of the trunion of the stem. Ultamet liner was removed using the pinnacle constrained poly removal tool. Cup was in good condition and a poly liner was then inserted as well as a ceramic srom head. Due to the amount of pseudo tumor and suspect looking tissue, the doctor determined it was an adverse reaction to the metal on metal articulation. Doi: unk, dor: (B)(6) 2019, left hip.